Event description:
Event description boston scientific received information that this pulse generator has reached replacement time. The left ventricular lead has a high threhsold at 4 volts. The device has been programmed to high outputs to compensate.